Event description:
It was reported that the patient underwent a surgical procedure to treat pelvic organ prolapse, rectocele, enterocele and urethral intrinsic sphincter deficiency on (B)(6) 2008 and a sling was implanted. The patient experienced pain, erosion of her internal tissues, infection, dyspareunia, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, prolapse, a cystocele, a rectocele, and an enterocele. It was reported that the patient underwent removal of extruded vaginal mesh on (B)(6) 2012.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-03106. The same patient is represented in each medwatch.